Manufacturer narrative:
(B)(4). Further information has not been provided as to the product model number or lot in addition to usp size of 1 and a needle type of gs12 which is not enough information to specify the model number. Product return is not expected. It is currently unknown as to where the fragment of the device ended up or if the thread of the device was removed after it was used in the patient. Additional information has been requested of the account but not yet received. Should additional information be provided the report will be updated.

Event description:
According to the reporter; change over count correct. Upon closing the left knee, the suture needle (polysorb 1- gs12) was returned to the scrub nurse with the a small tip of the needle missing. X-ray called for a code rust. The doctor spoke to the radiologist who confirmed that a needle was not visible in the field.